Event description:
It was reported that the right ventricular pacing lead had "steadily increasing thresholds." The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had a white substance and cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.